Event description:
It was reported that due to right cylinder damage that caused saline leakage the patient had his inflatable penile prosthesis (ipp) explanted. The patient saw his physician two weeks before this surgery because his device was not working properly. After this surgery the patient improved.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body. Also, this cylinder had broken fabric threads, and exhibited bulging when inflated in proximal cylinder body. Cylinder 2 has two leaks; one in proximal cylinder body attributed to sharp instrument damage, and other leak was in the cylinder body attributed to wear at fold; holes were present. Product analysis concluded that the identified bulges with broken fabric treads, and fluid loss in cylinder 2 would directly affect the overall functionality of the device. Therefore, product analysis confirmed a device has fluid loss and mechanical issue. Product analysis confirmed devices malfunction.

Event description:
It was reported that due to right cylinder damage that caused saline leakage the patient had his inflatable penile prosthesis (ipp) explanted. The patient saw his physician two weeks before this surgery because his device was not working properly. After this surgery the patient improved.